Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed high battery resistance. There was slight wear present on the inlet and outlet portion of the pump tube. Gear three¿s o-ring was also damaged.

Event description:
It was reported that the patient experienced some symptoms of withdrawal. On the date of this report, pump telemetry was done and confirmed that ¿reset occurred¿, ¿reset occurred-low battery¿ and ¿pump in safe state¿ alarms occurred on (B)(6) 2014 at 16:19. At this time, the expected reservoir volume (erv) was 17.2ml and 18ml was obtained and wasted. The pump was replaced on the same date. Following explant, the manufacturer representative was unable to silence the pump alarm. As of (B)(6) 2014, the patient was doing well. The device system was used to deliver infumorph.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.